Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were in-range, but noise was noted on the egms. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.